Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 12/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/15/2016 with the following findings: the black box data from the report date has been overwritten due to continued use of the pump. The current black box showed no evidence of short battery life. During visual inspection of the pump, it was observed that the battery compartment was undamaged. The battery cap was able to fit securely to the pump and the pump was able to power up with it. The pump¿s ¿ez-prime¿ steps were performed correctly and all the current draws were within specifications. A battery life issue was not duplicated during the investigation. Unrelated to the initial complaint, it was observed that the bolus button cover was torn but the button was still responsive during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).